Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased from pneumothorax and end stage chronic obstructive pulmonary disease. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.